Event description:
The field service representative reported that during preventative maintenance (pm) of the device, the roller pump display had a solid yellow screen which changed to yellow vertical stripes. The same pattern repeated continuously. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The field service representative replaced the entire display assembly. The unit tested to manufacturer's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.